Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This model is not sold or marketed in the u.s. However, it is similar to device: model #2500p; brand name: edwards prima plus stentless bioprosthesis; PMA #p000007. Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Through review of the article "the hospital results and 1-year outcomes of transcatheter aortic valve-in-valve procedures and transcatheter aortic valve implantations in the native valves: the results from the swiss-tavi registry" by author enrico ferrari et al., the following valve-in-valve events were identified as pertaining to the following edwards surgical valves. Between february 2011 and december 2016, 157 consecutive patients underwent tavi valve-in-valve procedures in degenerated bioprosthetic valves leading to stenosis and/or regurgitation. Valve-in-valve patients were 78 +/- 9.1 years of age. The implant durations were 9.2 +/- 4.6 years. Two patients were noted to have edwards prima plus valves.